Event description:
On 3/4/97, the MFR received a response to a device tracking polling letter. The response from the pt's wife states that the pt is now deceased. It additionally states that the pt received a staph infection after the device was inserted.

Manufacturer narrative:
Correspondence from the physician, dated 4/4/97, states that the physician sees "no reason to implicate the device in the staph infection sustained by the patient after the device was inserted. The letter additionally states that the patient was a critically ill patient with extensive hepatic carcinomatosis and multiple sites of possible entry, for a methicillin resistant staph infection. These sites of entry would include an internal jugular line, multiple IV's, the surgical would itself, and possibly even another MFR's catheter. On the day prior to surgery a hepatic arteriogram was reportedly performed via a transfemoral arterial puncture. With these multiple potential sites of entry, the physician does not see how the device itself or its method of installation could be implicated in the cause of a staph infection to the exclusion of other possible entry sites. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was perfomed on similar incidents involving this catalog number and has ot identified any trends. The MFR's investigation of this event is inconclusive. Based on the information available, this event does not appear to be attributable to the device or a device malfunction. The facility will be notified of co's review of this incident. No further information is available. The MFR is now closing its file on this event.